Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal') and genital haemorrhage ('bleeding: general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("pain: apareunia"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal infection ("bladder/urinary problems: vaginal infection") and fatigue ("other injuries/symptoms: fatigue") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, urinary tract disorder, urinary tract infection and vaginal infection had resolved and the fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, urinary problems, urinary tract infection, vaginal infection, fatigue and hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- model number was changed from ess305 to ess205. Previously reported event "injury" was replaced with specified events "pain: pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, bleeding: menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleed, bladder/urinary problems: urinary problems, urinary tract infection, vaginal infection, other injuries/symptoms: fatigue, hormonal changes and essure confirmation test not performed", new reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/'), genital haemorrhage ('bleeding: general abnormal bleed,abnormal bleeding (general)') and uterine haemorrhage ('uterine bleeding,frequent irregular uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 824108,824001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included depressive disorder and weight loss. Concomitant products included duloxetine hydrochloride (cymbalta), phentermine and topiramate. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/ abdominal"), abdominal pain lower ("pain lower abdominal") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)heavy bleeding and passing clots"), metrorrhagia ("bleeding: metorhagia (bleeding b/w periods),spotting between menstrual cycles"), fatigue ("other injuries/symptoms: fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), pollakiuria ("bladder/urinary tract/vaginal): frequency, frequent urination"), menstruation irregular ("irregular menses"), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines/headaches"), malaise ("malaise") and headache ("headaches"). In (B)(6) 2009, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("pain: apareunia"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal infection ("bladder/urinary problems: vaginal infection") and hot flush ("hot flashes during menses") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on 23-jul-2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, urinary tract disorder, urinary tract infection, vaginal infection, pollakiuria and uterine haemorrhage had resolved, the fatigue, hormone level abnormal, vaginal haemorrhage, hot flush, abdominal pain lower, menstruation irregular, vulvovaginal pain, malaise and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, malaise, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, urinary problems,urinary tract infection, vaginal infection, fatigue and hormonal changes. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, hot flashes during menses, bladder/urinary tract/vaginal): frequency, frequent urination, pain lower abdominal, irregular menses, uterine bleeding, vaginal pain, migraines/headaches, malaise, headaches.concomitant conditions, concomitant products and reporter information added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (ess205) (batch no. 824108,824001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included fatigue, migraine headache and uti. Concurrent conditions included depressive disorder and weight loss. Concomitant products included duloxetine hydrochloride (cymbalta), phentermine and topiramate. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), abdominal pain lower ("pain lower abdominal") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)heavy bleeding and passing clots"), metrorrhagia ("bleeding: metorhagia (bleeding b/w periods),spotting between menstrual cycles"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), fatigue ("other injuries/symptoms: fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), pollakiuria ("bladder/urinary tract/vaginal): frequency, frequent urination"), menstruation irregular ("irregular menses"), uterine haemorrhage ("uterine bleeding,frequent irregular uterine bleeding"), migraine ("migraines/headaches"), malaise ("malaise") and headache ("headaches"). In (B)(6) 2009, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)") and hot flush ("hot flashes during menses"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("pain: apareunia"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleed,abnormal bleeding (general)"), urinary tract disorder ("bladder/urinary problems: urinary probs") and vaginal infection ("bladder/urinary problems: vaginal infection") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, pollakiuria and uterine haemorrhage had resolved, the hormone level abnormal, vaginal haemorrhage, hot flush, abdominal pain lower, menstruation irregular, vulvovaginal pain and malaise outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, malaise, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, urinary problems,urinary tract infection, vaginal infection, fatigue and hormonal changes. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received : outcome of events " fatigue and uti" were updated as recovered. Reporter information, medical history and patient demographics were updated. Events genital hemorrhage and uterine hemorrhage was downgraded. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.